Event description:
It was reported to medtronic minimed that the customer noticed keypad central button damaged. The event involved product(s) mmt-1712k. Troubleshooting was not performed. Mmt-1712k was requested and customer response was the device was been returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window, minor scratched case, overlay scratched, cracked keypad overlay, missing o-ring (reservoir tube), detached retainer, pillowing keypad overlay, conclusion summary: cosmetic damage was confirmed in the keypad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.